Event description:
Customer reported that all insulin delivery stopped due to error messages, requiring either a reset of settings or changing the infusion set or cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer declined a callback, and no further action was required.